Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during patient transport the cardiosave intra-aortic balloon pump (iabp) unit several extension tubing disconnects and internal helium tank was depleted. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields- b4, d8, d9, e1(event site state), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed physical damage to the pump causing a leak from the helium reservoir. The fse replaced helium reservoir assembly, console cover, and slide handle assembly. The unit passed all safety and functional tests according to factory specifications. The iabp was returned to the customer. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts-helium reservoir assembly, console cover, slide handle. Back of console was damaged, which caused damage to the helium reservoir assembly. The failure analysis and testing dept. Performed a visual inspection and found damage to console cover, which had damage to the back portion of the cover. Helium reservoir assembly had damage to the 300 psi check valve which was slightly bent by the damage to the back of the cover. The check valve will not screw in to make a sound connection. The slide handle had broken off from the console cover. The most probable root cause for the damaged components is excessive external force, excessive stress or fatigue.